Manufacturer narrative:
Additional information: h6. Correction: d2a. The reported event (postoperative breakage of the fossa component) was confirmed based on the picture provided by the surgeon. A postoperative fracture of the left fossa component was identified during revision surgery following pain, swelling, and occlusal changes. Due to missing device information, imaging data, and the explanted device, the root cause could not be determined. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Event description:
No new information.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that the patient complained of pain, swelling, and a change in bite. It was later found that the fossa component was damaged.